Manufacturer narrative:
D9 updated: product receipt date h6 codes updated investigation: during a visual inspection we found no hints for a malfunction. The switching mechanism is in a proper condition. After that, we performed mechanical and electrical function tests. Even the functional tests have been carried out successfully. Neither a mechanical, nor an electrical problem can be found. Therefore, the device is according to the specifications valid at the time of production, no trouble found. Batch history review - the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaint against the same lot number(s). Explanation and rationale/conclusion and root cause: the mechanical and electrical functions of the complained instrument are as intended, the complained problem "jaws do not open" could not be confirmed. Therefore, no clear failure was detected during investigation. Corrective action - a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po800su - disp combination instrbipolar d:5/310mm. According to the complaint description, the product was damaged. Upon opening the packaging, users found that the scissors were not operational (jaws do not open). There was no described patient harm. A surgical delay of less than 15 minutes occurred. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).